Event description:
The patient contacted animas on (B)(6) 2013 reporting that on (B)(6) 2013 their blood glucose (bg) dropped to 2.4mmol/l. The patient stated that at the time of the drop in bg they were making them self some food and a glass of juice and did not get to intake it before she fell down. The patient stated that a family member was there to assist with food. The patient stated that recently she had gained weight, been stressed and currently on new medication. The patient stated that they do not know what the medication is but it is because of a cough she has had since february. The patient stated that she did not inform her physician about her recent drop in bg. Customer support (cs) educated patient that she should call her healthcare professional (hcp) and inform them of the drop in bg so they can be monitored. Cs also educated patient that weight gain, stress and medication can all play a part in her bg values and she should inform her hcp. The patient stated that they have a doctor¿s appointment soon and will be sure to notify hcp. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: there were no alarms outside the range of normal patient use observed in pump history; no activity related to the complaint was recorded. The delivered boluses and basals add up correctly to equal the total the daily insulin delivery rate which was programmed by the user; showing the pump was delivering accurately up until the last date used. The pump successfully completed the required (B)(4) flow accuracy test and was found to be delivering within the specifications. No alarms occurred during testing investigators were unable to duplicate reported complaint. There was no defect found.